Manufacturer narrative:
Product analysis was unable to verify the reported shaft kinked stated in this complaint. Analysis verified shaft detached/separated. The returned device was received in the carrier tube. The device was broken into two pieces. The first piece measured 57.5cm from the distal edge of the strain relief to the location of the hypotube break. Microscopic examination of the hypotube fracture surfaces presented an ovaled appearance that is consistent with a tube that was kinked prior to fracturing. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause is considered handling damage. The shaft detached/separated was most likely caused by handling of the device without pt contact either during the clinical procedure or unpacking/preparation.

Event description:
This complaint is reportable based on analysis completed in 2009. It was reported that during preparation for an unspecified procedure the catheter on the 3.0x15mm maverick2 monorail balloon was kinked. The procedure was continued with another of the same device and completed successfully with no harm to the pt. Device analysis revealed shaft damage.